Event description:
Reportedly, the pt expired in hospital two days after the implantation of the pacemaker involved in this MDR report. The cause of the death is unk. The physician requested device analysis including setscrew inspection to rule out malfunction. He observed that the ventricular lead impedance raised from 700 ohm to 1860 ohm.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the us. The analysis is pending.